Manufacturer narrative:
Pump passed the displacement however failed in vibration self test due to broken red wire vibrator motor connector. (B)(4).

Event description:
Customer reported via phone call that insulin pump vibrated during vibrate test and passed self test. Customer's blood glucose level was 246 mg/dl at the time of incident. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.